Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneally, for two weeks, dose and frequency not reported) and gentamycin (intraperitoneally, for two weeks, dose and frequency not reported) for peritonitis. At the time of this report the patient had recovered from the event. No additional information is available. This is report 2 of 3.